Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
Same case as MDR # 6000089-2006-01527 and 6000089-2006-01535. It was reported that three days following a coronary artery drug eluting stenting treatment procedure, the pt experienced thrombosis, myocardial infarction and died. The pt presented to the emergency dept with a typical chest pain and acute myocardial infarction. An emergent pci procedure was initiated. A 6fr meditech standard sheath was inserted into the right femoral artery and a 6fr cls 3.5 runway guide catheter was used. Target lesion one was a 50% stenosed segment of the proximal circumflex (cx) coronary artery. The lesion was dilated using a 2.0x15mm maverick2 monorail balloon inflated to 6atm for 17 seconds and 12 atm for 20 seconds. A 3.5x24mm taxus express2 drug eluting stent was deployed at 14 atm for 18 seconds. Target lesion 2 was located in the proximal 1st diagonal. This lesion was dilated using a maverick2 monorail 2.0x15mm balloon inflated to 8 atm for 20 secs. A 2.5 x 12 mm taxus express2 drug eluting stent was deployed in the prox diagonal at 12 atm for 30 seconds. Medications received during the procedure were heparin, lovenox, adenosine and nitroglycerin. Post procedure, the pt received atropine. Nitroglycerine and plavix. There were no complications reported. Three days later, the pt presented with chest pain. It was found that there was 100% stenosis of the proximal left anterior descending (lad) and the proximal cx. A 7 fr meditech standard sheath was inserted into the right femoral artery and a 7fr cls 3.5 mach 1 guide catheter was advanced. A .014" 182cm luge guidewire was advanced across the mid lad. A 2.5x15mm maverick balloon was advanced to the mid lad and inflated to 8 atm for 15 seconds and 13 atm for 17 seconds. Then a 3.0x24mm taxus express2 drug eluting stent was deployed at 13 atm for 17 seconds then inflated to 12 atm for 13 seconds. An intra aortic balloon catheter (iabp) was inserted with setting a 1:1 ratio, ECG trigger. The pt required intubation and CPR. A temporary pacer was placed. Multiple resuscitation attempts with CPR and defibrillation continued without success. CPR was ended and the pt died. The cause of death was documented as "cardiac." Medications received during this treatment included amiodarone, neosynephrine, adenosine, heparin, nipride, sodium bicarbonate, intefrilin, lidocaine, atropine, epinephrine, dobutamine, dopamine, calcium chloride, levophed and magnesium sulfate.